Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with unspecified therapy (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported the patient was recovering from the peritonitis event. It was not reported if dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the pd fluid was clear and the patient was recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.